Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital due to issue with bolus feature. The customer¿s blood glucose levels were 300 mg/dl, 306 mg/dl and 284 mg/dl. The customer had high blood glucose. The customer did not want to troubleshoot for the high blood glucose. The device will not be returned for the analysis.